Event description:
A malfunction was reported on the pump, which did not have any notable events leading up to it. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if any issues reoccurred, which they agreed to.